Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: b5, d1, d5, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers and pockets were not detected on bus. A field service engineer replaced the drawer controller and pyxibus interface controller on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there were delays in obtaining medications for patient treatment, as the pharmacy needed to send medications that were unavailable from the other machine. However, they were able to utilize alternative methods for obtaining their medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there were delays in obtaining medications for patient treatment, as the pharmacy needed to send medications that were unavailable from the other machine. However, they were able to utilize alternative methods for obtaining their medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer that was not detected on the communication bus. A field service engineer replaced both drawer controller and pyxibus interface controller as a preventative measure for drawer 5 of the main unit to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.